Event description:
It was reported the patient's implantable neurostimulator (ins) was explanted the morning of this report. The leads were left in the patient's body. The neurostimulator was explanted due to pain at the ins site. The patient had been receiving good stimulation and liked the coverage, but because of the pain the patient's physician decided to remove the neurostimulator for a few months to see if the issue resolved. The physician planned to re-implant in a few months. It was noted the physician believed the event was a medical issue and not device related.

Manufacturer narrative:
Product ID 3778-75, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product type lead: product ID 37742, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 355029, lot# n094908, serial# implanted: (B)(6) 2008, explanted: product type accessory. (B)(4).